Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had error alarm and patient was instructed to remove batteries, reinsert and the pump was restarted twice. Again, the patient stated that the error alarm returned, settings was reviewed then patient was advised to reach out to facility. The medication doxorubicin was infused at rate of 22.9 ml per hour. The remaining volume was 495.4 ml and the volume given was 54.6 ml. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.